Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, noise was noted on the right ventricular (rv) lead. Noise was reproduced during in clinic testing with pocket manipulation although it was difficult to produce it. Programming changes were made. The patient was stable before, during and after the event.